Manufacturer narrative:
Additional information: h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning in drain 2 of 5 during pd treatment. The patient contacted technical services who assisted patient in canceling treatment. When patient removed the cassette from the cycler there was moisture in the cassette door area. In a follow up with the patient's pd nurse it was reported that there was no harm, adverse event, or intervention. The patient did receive a new cycler. The cycler is available to return as a sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported an air detected in cassette warning in drain 2 of 5 during pd treatment. The patient contacted technical services who assisted patient in canceling treatment. When patient removed the cassette from the cycler there was moisture in the cassette door area. In a follow up with the patient's pd nurse it was reported that there was no harm, adverse event, or intervention. The patient did receive a new cycler. The cycler is available to return as a sample.